Event description:
It was reported that the intra-aortic balloon pump (iabp) does not run on battery. The staff stated when they unplugged from ac the iabp alarmed "will shut off soon." As a result, the iabp was kept plugged in. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# : (B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is confirmed. The battery failed the battery load test during complaint investigation. The pump shut off approximately 46 minutes when operating on battery power after a full charge. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) does not run on battery. The staff stated when they unplugged from ac the iabp alarmed "will shut off soon." As a result, the iabp was kept plugged in. There was no report of patient complications, serious injury or death.